Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was in the thirties and the implantable pulse generator (ipg) was pacing below the programmed lower rate. It was also reported that the right atrial (ra) lead exhibited atrial under-sensing. The ipg and ra lead remains in use. No further patient complications have been reported as a result of this event.